Event description:
It was reported that the programmer locked up and could not be turned off. The caller was advised to remove the battery, disconnect the power, and then reconnect the power. After completing these steps, the programmer was working. No patient complications have been reported as a result of this event.